Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.

Event description:
It was reported the lead was attempted but not used due to a failure to capture and a failure to pace. There is a suspected helix problem. Also noted was high impedance. No patient complications were reported as a result of this event.